Event description:
A customer reported a malfunction on their pump, there was no adverse impact to the customer¿s blood glucose level. Tandem technical support instructed the customer to reset the pump and assisted with the process. Despite resetting, the same malfunction code recurred. Technical support decided to replace the pump, advising the customer on using multiple daily injections as a backup therapy to ensure continued insulin delivery.